Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the non-patient end needle separating form the holder leur/adapter/hub. The following information was provided by the initial reporter. The customer stated: this is a report about a luer adapter breaking off before use. The customer reported as follows: when the hcp attempted to attach a luer adapter to the holder, the luer adapter broke off.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced the non-patient end needle separating form the holder leur/adapter/hub. The following information was provided by the initial reporter. The customer stated: this is a report about a luer adapter breaking off before use. The customer reported as follows: when the hcp attempted to attach a luer adapter to the holder, the luer adapter broke off.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2021. H.6. Investigation: bd received a sample and three (3) photos for investigation. The photo and samples were reviewed and the customer¿s indicated failure mode for 'broken hub' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to determine a root cause. However, the defect is being further investigated by a cross functional team. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.